Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred and the patient underwent surgery. Ivus confirmed the 99% stenosed target lesion located in the calcified and moderately tortuous left anterior descending (lad) artery. The physician advanced a 3.5 x 20 mm taxus liberte stent delivery system (sds) to the lad but it was removed because the stent was longer than the lesion. Coronary angiography was performed and the taxus liberte was advanced for a second time. The stent was still too long for the lesion. When the sds was removed for a second time, resistance was met at the calcified distal portion of the lesion. The stent got caught on the 6 french radial extra back up (ebu) guide catheter. It was not possible to remove the taxus liberte and the guide catheter as a unit because the system could not enter the introducer sheath. In attempt to remove the sds from inside the body, the stent dislodged in the radial artery. After attempts to snare the stent were unsuccessful, the patient was sent to surgery. The stent was removed; however, the target lesion was left untreated and a percutaneous coronary intervention will be performed at a later date. No additional patient complications were reported. The patient's current condition is listed as "stable".